Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse also identified that the unit produced high o2 alarms. The fse replaced the video graphic array (vga) printed circuit board assembly (pcba) to address the distorted display issue. The fse replaced the oxygen regulatory assembly and sensor printed circuit board to address the high o2 alarm issue. A sensor printed circuit board was returned for failure investigation (fi) and no faults were found on the returned part. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a display that was distorted (had lines through it). There was no patient involvement.